Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported patient is experiencing lateral thigh pain. An x-ray was taken to check for loosening, or the possibility of being undersized. The patient has elected not to proceed with a revision. Attempts have been made and additional information on the reported event is unavailable.